Event description:
The event reported via voluntary medwatch report indicated that during an attempt to use an enterprise ((B)(4)/01428609) stent patient's aneurysm, but as advancing the stent into the prowler select microcatheter (606s266fx/lot unk), the device was stuck. In attempting to pull out the device, it deployed out of the catheter too far to recapture. Second try at new stent was successful. Then, attempt to place a presidio microcoil (pc410051730/g12947) and it got stuck in the catheter as well. It too was pulled out and another coil placed successfully. No further information was available.

Manufacturer narrative:
The presidio (pc4100517-30, lot g12947) will not be returned; therefore, the root cause of the coil becoming stuck inside the microcatheter cannot be determined. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device was not returned for analysis; therefore, the reported event could not be confirmed. With the available information it is not possible to determine the cause of the event, but it is possible that procedural factors contributed to the events. Additionally, no DHR review could be performed, since the lot was not provided. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time., the account and contact information was not provided in the maude database; therefore, it was not included in this report. (B)(4).